Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 52mm diameter abdominal aortic aneurysm. The patients aortic neck diameter ranged from 24-28mm and was 15mm in length. It was reported that during the index procedure the device was deployed above the renal arteries until the gate was opened and was moved downwards with the intent to place the stent graft below the renal arteries. It was noted that the surgeon felt a great amount of force trying to lower the device. An angiogram was performed showing the lowest left renal artery but the right renal artery was not perfused. A reliant balloon was placed above the flow divider and inflated to attempt to pull the stent graft into place while drawing back on the delivery system but there was no change in the stent graft position. It was noted that the tip capture was never deployed. The physician decided to convert the case to open repair due to patient safety and to provide the best clinical outcome. This resolved the event. As per the physician, the cause of the event was anatomy related due to the stent graft being constrained by the aorta. No additional clinical sequelae were reported and the patient is fine.